Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a needle was not captured by a cuff. During device removal, the operator attempted to maintain guide wire access, but inadvertently pulled out the guide wire causing loss of arterial access. Manual compression was started but a femostop was substituted to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4) - improper or incorrect procedure or method - patient selection. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.